Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms occurred. The insulin pump passed the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. The pump was returned with bleeding lcd glass and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated the high readings with manual shot. The customer stated that he had the pump in the river and it did not get wet. The customer stated that he took the battery out during the button error and the numbers were scrolling. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.